Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The silicone housing is cut / torn around the siphon guard. Although it is not possible to determine the exact root cause of how the cut/torn condition of the device occurred, but it might be possible that the device came in contact with a sharp or pointed object. This could not be determined. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was tested for programming and failed the test, during the programming process as the cam mechanism did not move. The valve was then pressure tested at 50mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the specifications prior to distribution.

Event description:
The sales rep reported "surgeon text message me and let me know he had a fractured chpv valve he would like to send into codman complaints for full evaluation. Patient's condition after event: stable to my knowledge, the device was revised.